Manufacturer narrative:
(B)(4)

Event description:
It was reported that during device change-out procedure due to eri, physician wanted to check the lead through fluoroscopy. Externalized conductors were observed. Lead was capped and replaced on (B)(6) 2016. Patient's condition was stable.